Manufacturer narrative:
Further analysis was performed on the main printed circuit board. Visual inspection revealed no anomalies. Bench analysis found that two capacitors failed in-circuit, surge current was below the typical value and a battery removal test failed. After both capacitors were replaced, the battery removal test passed, the device stayed on for longer than ten seconds. Conclusion: confirmed the battery removal failure caused by a capacitor component failure.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed battery removal functional test; the main printed circuit board assembly found out of electrical specification. (B)(4).